Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Representative reported that the power cord was replaced to resolve the issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that the power cord to the navigation system was damaged with copper wire exposed. This issue happened outside of a procedure. No additional information was provided.